Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing a warming sensation at her ipg site since it was implanted. The patient is receiving effective stimulation of her pain areas. The patient stated the warming sensation is present at all the times regardless of what she is doing. Follow-up pending.